Manufacturer narrative:
(B)(4). Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical devices: item #: unknown, item name: unknown head, lot #: unknown, item #: unknown, item name: unknown liner, lot #: unknown, item #: unknown, item name: unknown stem, lot #: unknown.

Event description:
It was reported that patient is indicated for a revision surgery due to unknown reasons. Attempts have been made, no further information is available.